Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. No exact root cause was determined but most likely, it was due a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Vyaire medical initiated an o2 sensor replacement and performed complete calibration. The unit then worked properly according to manufacturing specification.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 failed o2 dosing. At this time, there is no information regarding patient involvement associated with the reported event.